Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint reference: (B)(4).

Event description:
It was reported that sensation plus 50 cc intra aortic balloon(iab) catheter about possible condensation in the helium tubing. When verified there was dependent loop with small amount of clear condensation in the helium that was visible with the shuttling of the helium. This complaint was placed due to user error (dependent loop); however, there was no deficiency of the iab or iabp. There was no harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h11. Corrected fields: g2.

Event description:
Na.

Manufacturer narrative:
Corrected fields: d4 (UDI, expiry date), h4. Updated fields: b4, g1, g3, g6, h2, h3, h11.

Event description:
Na.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (investigation findings , investigation conclusion, type of investigation), h11. Corrected fields: d4 (UDI, device serial no. ), d7a, h8. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm the reported failure. Since the product was not returned, we were unable to perform a device evaluation. Based on the event description, the root cause has been identified as user error. There was no malfunction of the iab; rather, the customer required assistance to navigate the proper use of the device. The navigation provided was not in response to an issue or failure, but solely to guide the healthcare provider in operating the iab correctly. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.